Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device replacement procedure, externalized conductors between the two defibrillation coils were observed via fluoroscopy. Electrical parameters were good, the lead was left in service. The patient was well and there were no consequences for the patient. Images are not available.